Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation: two photos displaying the same loose 1ml syringe were received and evaluated. It was observed the stopper was in the bottom out position and separated from the plunger rod, which was rejectable per product specification. The potential root cause for the stopper separation defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 1ml ll ns had a misaligned stopper. The following information was provided by the initial reporter: "the black stopper of the 1ml syringe is not retracted when trying to fill the syringe with meds. And it happens to this syringe every now and then."